Manufacturer narrative:
The investigation for the temp pump stop has been completed. Data logs were returned. The logs do not show any position related alarms. The cause of the issue was not established as limited clinical information was provided and no product was returned.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On the first day of support, the nurse reported that there was an issue with the pump during start up. She reported that the last start up screen never populated on the automated impella controller. The issue was resolved, but the nurse was unsure how the issue was resolved. The event logs were reviewed with the nurse, and a pump alarm ¿impella stopped. Motor current high¿ alarm was found. The alarm was resolved, and the pump was successfully started. The patient was supported for a total of three days before the pump was weaned and removed after the patient¿s heart recovered. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The impella device was discarded by the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.